Event description:
Further information was received that the high impedance was seen by the physician before the manufacturer representative was notified. The physician reportedly had an issue "getting a reading" which was why she contacted the representative for further assistance. However, she later clarified that there were no issues and that high impedance was observed two times prior to the representative observing high impedance with her. No additional relevant information has been received to date.

Event description:
Report received that high impedance was observed on a patient's vns after system diagnostics were performed in the clinic. No surgical intervention has occurred to date.